Event description:
Account alleged that the bed will not alarm when the pt gets out of the bed.

Manufacturer narrative:
Account is not using a hill-rom mattress. Account is not going to repair the bed at this time. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.